Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens determined that the quality controls (qcs) were within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected all sampler and reagent arm 2 (r2) tubing and fittings and confirmed that they were tight. The cse proactively replaced r2 probe and sample probe and performed alignments on the instrument. Then, the cse ran a system check, qc and a tni precision study on negative patient samples, which recovered as expected. The cause of the discordant, falsely elevated tni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same dimension exl 200 instrument and alternate dimension instrument, resulting lower. The repeat result, from the initial instrument, was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.